Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a jump in pacing impedance and oversensing of noisy signals on the right ventricular (rv) channel. The impedance reached a high out of range value and returned back to an in-range value. Technical services (ts) reviewed the reports and provided potential cause and a resolution. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a jump in pacing impedance and oversensing of noisy signals on the right ventricular (rv) channel. The impedance reached a high out of range value and returned back to an in-range value. Technical services (ts) reviewed the reports and provided potential cause and a resolution. The device remains in use. No adverse patient effects were reported.